Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited far field r wave oversensing on the atrial channel. The patient did not receive inappropriate therapy. Programming changes were discussed.